Event description:
This spontaneous case describes the occurrence of fallopian tube perforation ('the essure went it puncture / it punctured my fallopian tube on the left side') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods (last year I bled for 6 months). Previously administered products included for an unreported indication: provera. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("complications with my pelvic and the severe hurt"), dizziness ("dizzy spells / feeling light headed"), migraine ("migraines"), back pain ("sever back pain"), depression ("I am in a depressed state because it has really distorted my life."), headache ("headaches"), nausea ("nausea") and vomiting ("vomiting"), 4 months 14 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), haemorrhage ("I am losing too much blood"), heavy menstrual bleeding ("I have been bleeding for a whole year / I been having severe bleeding on my cycle / I have had a cycle for cycle for 6 months or up to a year"), fear ("I am afraid and scared"), fallopian tube enlargement ("and it was swollen like a baseball") and muscle spasms ("muscle spasms"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. The reporter considered back pain, depression, dizziness, fallopian tube enlargement, fallopian tube perforation, fear, haemorrhage, headache, heavy menstrual bleeding, migraine, muscle spasms, nausea, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: event - reports nausea/vomiting and headaches added, product insertion date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the essure went it puncture / it punctured my fallopian tube on the left side") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of rash (sulfa allergy), hives (penicillin allergy) and heavy periods (last year I bled for 6 months). Previously administered products included: provera g. Concurrent conditions were listed as numbness and flank pain. Concomitant products included flexeril [cefixime] and ibuprofen. On (B)(6) 2013, the patient had essure inserted (intra-uterine). On (B)(6) 2014, 134 days after essure insertion, she experienced pelvic pain ("complications with my pelvic and the severe hurt"), dizziness ("dizzy spells / feeling light headed"), migraine ("migraines"), back pain ("sever back pain"), depression ("I am in a depressed state because it has really distorted my life."), headache ("headaches"), nausea ("nausea") and vomiting ("vomiting"). Essure was removed the same day. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), haemorrhage ("I am losing too much blood"), heavy menstrual bleeding ("I have been bleeding for a whole year / I been having severe bleeding on my cycle / I have had a cycle for cycle for 6 months or up to a year"), fear ("I am afraid and scared"), fallopian tube enlargement ("and it was swollen like a baseball"), muscle spasms ("muscle spasms"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and post procedural haemorrhage ("bleeding continue for 3 to 6 months after removal of this product"). The patient was treated with surgery (essure removed). At the time of the report, the outcomes for abdominal pain lower, abdominal pain and post procedural haemorrhage were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dizziness, fallopian tube enlargement, fallopian tube perforation, fear, haemorrhage, headache, heavy menstrual bleeding, migraine, muscle spasms, nausea, pelvic pain, post procedural haemorrhage and vomiting to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-dec-2022: report received on 05-dec-2022 but date cannot be earlier than most recent follow up thus entered as 06-dec-2022: medical record received. Event abdominal pain & lower abdominal pain & post procedural bleeding added. Medical history , concomitant drugs added. Follow up 2 & 3 processed together. 14-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5113682) on 06-dec-2022. The most recent information was received on 12-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("the essure went it puncture / it punctured my fallopian tube on the left side") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, dysfunctional uterine bleeding, irregular menstrual cycle, depression, rash (sulfa allergy), hives (penicillin allergy) and heavy periods (last year I bled for 6 months). Urine pregnancy test - negative. Previously administered products included: provera g, provera g, ferrous sulfate and ibuprofen. Concurrent conditions were listed as numbness and flank pain. Concomitant products included flexeril [cefixime] and ibuprofen. On (B)(6) 2013, the patient had essure inserted (intra-uterine). On (B)(6) 2013, 11 days after essure insertion, she experienced pelvic pain ("complications with my pelvic and the severe hurt"), dizziness ("dizzy spells / feeling light headed"), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding continue for 3 to 6 months after removal of this product") and intermenstrual bleeding ("intermenstrual bleeding"). On (B)(6) 2014 she experienced migraine ("migraines"), back pain ("sever back pain") and depression ("I am in a depressed state because it has really distorted my life."). Essure was removed the same day. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation, medically important and intervention required), heavy menstrual bleeding ("losing too much blood /been bleeding for a whole year / having severe bleeding on my cycle / had a cycle for cycle for 6 months or up to a year"), fear ("I am afraid and scared"), fallopian tube enlargement ("and it was swollen like a baseball"), muscle spasms ("muscle spasms") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, dizziness, headache, nausea, vomiting, abdominal pain lower, genital haemorrhage and intermenstrual bleeding had not resolved. The outcomes for fallopian tube perforation, heavy menstrual bleeding and abdominal pain were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dizziness, fallopian tube enlargement, fallopian tube perforation, fear, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, muscle spasms, nausea, pelvic pain and vomiting to be related to essure administration. The reporter commented: insertion date as per source document is (B)(6) 2013. Discrepancy noted in essure removal date: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [haemoglobin] (date unknown): 10.8. [Pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-dec-2022: case (B)(4) is duplicate of case (B)(4). Reporter regulatory authority added. Event intermenstrual bleeding added and event start date and outcome of event updated. All the information from case (B)(4) is transferred to this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5113682) on 06-dec-2022. The most recent information was received on 15-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the essure went it puncture / it punctured my fallopian tube on the left side") in a 35 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of parity 1, pelvic pain, sulfonamide allergy, penicillin allergy, esophagitis, vaginal bleeding, numbness of lower extremities, leiomyoma, abnormal uterine bleeding, menometrorrhagia, dysfunctional uterine bleeding, irregular menstrual cycle, depression, rash (sulfa allergy), hives (penicillin allergy) and heavy periods (last year I bled for 6 months). Urine pregnancy test - negative. Concurrent conditions were listed as numbness and flank pain. Concomitant products included ibuprofen and flexeril [cefixime]. On (B)(6) 2011, the patient had essure inserted (intra-uterine). On (B)(6) 2013, 957 days after essure insertion, she experienced pelvic pain ("complications with my pelvic and the severe hurt"), dizziness ("dizzy spells / feeling light headed"), headache ("headaches"), nausea ("nausea"), vomiting ("vomitting"), abdominal pain lower ("cramping"), genital hemorrhage ("bleeding continue for 3 to 6 months after removal of this product") and intermenstrual bleeding ("intermenstrual bleeding"). On (B)(6) 2014 she experienced migraine ("migraines"), back pain ("sever back pain") and depression ("I am in a depressed state because it has really distorted my life."). Essure was removed the same day. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation, medically important and intervention required), heavy menstrual bleeding ("losing too much blood /been bleeding for a whole year / having severe bleeding on my cycle / had a cycle for cycle for 6 months or up to a year"), fear ("I am afraid and scared"), fallopian tube enlargement ("and it was swollen like a baseball"), muscle spasms ("muscle spasms") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic removal of essure micro-inserts, robotic tubal reanastomosis,hysteroscopy). At the time of the report, the pelvic pain, dizziness, headache, nausea, vomiting, abdominal pain lower, genital hemorrhage and intermenstrual bleeding had not resolved. The outcomes for fallopian tube perforation, heavy menstrual bleeding and abdominal pain were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dizziness, fallopian tube enlargement, fallopian tube perforation, fear, genital hemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, muscle spasms, nausea, pelvic pain and vomiting to be related to essure administration. The reporter commented: insertion date as per source document is (B)(6) 2013. Discrepancy noted in essure removal date: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [haemoglobin] (date unknown): 10.8 [hysterosalpingogram] on (B)(6) 2011: essure device noted to fill with free spillage into the peritoneal cavity without contrast spillage. The left fallopian tube was noted to fill with free spillage into the peritoneal cavity. [Pregnancy test urine] (date unknown): negative. [Ultrasound abdomen] (date unknown): normal abdominal ultrasound examination. In particular the left lower quadrant area of pain. According to the patient appeared unrenamable. [Ultrasound pelvis] on (B)(6) 2022: impression: no acute findings identified. Heterogenous enlarged uterus, 3.1 cm right-sided intramural leiomyoma. Procedure: ultrasound combo pelvis complete. History: pelvic pain and bleeding. Findings: nabothian cyst notes in the region of cervix. Endometrium measures approximately 3 to 4 mm in thickness. Left ovary measures 3.2 x 1.5 x 1.7 cm. Doppler flow seen in the left ovary. Right ovary measures 1.8 x 2.7 x 6 cm. Doppler flow in the right ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters,patient information,medical history,lab data,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.